Event description:
On (B)(6) 2011, patient reported the infusion device would not prime the infusion tubing by responding to the check mark button. Patient stated the check mark button would not respond to the press and hold, the pump displayed 25.0 units on the display. Patient reported this has happened prior and he had to press hard in order to operate the check mark button. Patient stated he completed several boluses today until insulin dripped out of the end of the infusion tubing. Patient reported the button is not cracked or flat. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.